Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube, high voltage cable, and the grid were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had an artifact in the image and the x-ray tube was arcing. No patient injury was reported.